Event description:
It was reported that this right atrial lead was surgically abandoned due to a unknown product performance issue. The patient was implanted with leadless pacemaker manufactured by another company. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is provided, a supplemental report will be filled.

Manufacturer narrative:
If additional information is provided, a supplemental report will be filled.

Event description:
It was reported that this right atrial lead was surgically abandoned due to a unknown product performance issue. The patient was implanted with leadless pacemaker manufactured by another company. No additional adverse patient effects were reported. Additional information from the patient revealed that the lead is "stuck" in the artery. Requests to obtain additional information regarding this case were not successful.